Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified. (Expiration date: 06/2024).

Event description:
It was reported that during an angioplasty procedure, the resistance was allegedly felt during insertion of catheter. It was further reported that balloon was found detached from the stent after removal. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned to the manufacturer for evaluation. The evaluation of the returned lifestream device confirmed that the stent was dislodged 2.5mm over the proximal marker band on the balloon. The result of the investigation is inconclusive for the reported device incompatibility issue. The sheath was also not returned. The investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported dislodgment and device incompatibility issue could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Precautions: the device should only be used by physicians who are trained in endovascular procedures and are familiar with the complications, side effects and hazards of peripheral vascular interventions. Prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. Crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. This device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. Directions for use: site access and preparation 1. Using standard techniques access the artery and place an introducer sheath or guiding catheter of appropriate inner diameter and a 0.035" (0.89 mm) guidewire across the target lesion. 2. Perform diagnostic angiography to confirm site of implantation and measure the reference vessel diameter and lesion length. Covered stent size selection. 3. Select a covered stent diameter that is approximately 5%-20% larger than the largest reference vessel diameter at the proximal or distal target site. Refer to the sizing table on the packaging label for appropriate selection of the covered stent diameter and length. Endovascular system preparation 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system introduction of the endovascular system and placement of the covered stent 13. Advance the endovascular system over the guidewire into the introducer sheath. 14. Further advance the endovascular system to the target treatment site within the introducer sheath and position the covered stent across the lesion. Verify that the covered stent is still centered within the balloon marker bands. Slowly retract the introducer sheath / guiding catheter while maintaining the position of the covered stent. Ensure the introducer sheath is retracted far enough to not compromise the balloon expansion and covered stent release. H10: d4 (expiry date: 06/2024). H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the resistance was allegedly felt during insertion of catheter into the sheath. It was further reported that the catheter was slightly withdrawn and as a result the stent dislodged from the balloon after removal. The procedure was completed by using another device. There was no reported patient injury.